Event description:
It was reported that the procedure was to treat a 80% stenosed lesion in the left anterior descending artery with heavy calcification and heavy tortuosity. The lesion was pre-dilated with a 2.00x12mm balloon. Then, the 2.75x18mm xience xpedition stent delivery system (sds) was attempted to advance to the target lesion; however failed to cross due to the anatomy. The shaft separated in two pieces and the separation occurred proximal to the sds outside the patient anatomy; therefore, the sds was removed from patient without issue. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott stent was implanted followed by post dilation with a non-abbott balloon to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.